Manufacturer narrative:
A single timeout was present at the beginning of the device run. The device ran 444 pulses. During the investigation, fluid failed to pass through the fluid path upon rotation of the ratchet gear. Found the clutch spring was still being held by the spring latch. As a result, the plunger did not move and push the insulin through the fluid path even though the ratchet gear rotated. Found damage to two teeth on the ratchet gear. The damage was on one end of each tooth. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient gave correction boluses and exercised.